Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2015 with the following findings: evaluation revealed that the paint on pump is worn off and scratched. The battery cap is damaged with stripped threads. Investigators used test cap for all steps. The test battery cap does tighten fully. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery cap is damaged with stripped threads. This report is made based on results of investigation completed on 11/07/2015.